Event description:
It was reported that the customer was hospitalized for hyperglycemia. The customer stated that there were no significant events leading up to the hospitalization. It was indicated that the cause of the event could not be determined by the md. It was revealed that there were no basal rates programmed in the pump. It was verified that the customer had received two error alarms prior to the event. The customer stated that they were unaware of what the alarms meant. Additionally, the customer was educated on the alarms and was advised to call md for their basal rates.